Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. The service engineer (se) inspected the device and reseated display cables to resolve the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator had no display on monitor. No patient harm reported. The event date was not specified; estimate used.